Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; after the battery has been inserted, there is an immediate, continual humming tone that cannot be stopped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed consecutive power on reset events recorded after ¿replace battery¿ call service alarm (128) on (B)(4) 2015. On examination, the battery compartment was found to be cracked below the bumper pad. On investigation, the pump powered on with continuous vibration on start-up. Investigation duplicated the reported ¿continual humming sound¿. The pump was opened for further investigation revealing moisture corrosion inside the pump on the printed circuit board and as well as other circuitry.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.